Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an ankle arthroscopy the pin of the jaw fell out of the device. The surgeon was able to retrieve the pin out of the patient. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-11200f was received for investigation. Attempts at functionally testing the device identified that the jaws were unresponsive when the finger component was manipulated. Further visual assessment revealed that the tip pin had broken. Probable causes are attributed to encounters with challenging tissue and/or bone during use.